Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damage on the reservoir tube lip. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir was able to lock in place. The insulin pump was returned for analysis.